Event description:
As reported, approximately 7.5 years post initial left side tka, the male patient had a revision due to poly wear was noted on patella and both sides of the rbk bearing. Everything was removed. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The devices are not available for evaluation due they were disposed at the hospital.

Manufacturer narrative:
(D10) concomitant devices: femoral component ps, cemented size 4, left (cat# 02-010-01-0240/serial# (B)(6)) - logic tibia rbktray cem (cat# 02-012-43-4040/serial# (B)(6)). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.